Event description:
It was reported that the patient needed to be poked multiple times due to failure of the needle. In this situation, the needle was plugged/kinked or otherwise faulty, and the plunger could not be pressed down to inject the vaccine. Vaccinators have reported issues with the needle popping off the hub, breaking off, or not fully engaging into the sleeve when engaging the safety needle cover.

Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that contain safety needles and syringes as components. Limited product identification information was provided by the customer, and therefore, it is not possible to determine if the defective component(s) originated from a convenience kit supplied by mckesson medical-surgical, inc. The lack of information also impacts being able to provide specific information in this report. We have notified (B)(6) of this complaint for their awareness.